Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2009. It was reported that during a coronary stenting treatment procedure, the 3.50 x 16 mm liberte stent would not cross the lesion. The 90% stenosed lesion being treated was located in the severely tortuous and calcified right coronary artery (rca). The lesion was predilated with an unk balloon. The procedure was completed with a different device. No pt complications were reported. Pt's status reported as "good". However, the returned product revealed stent damage and the stent moved on the balloon.

Manufacturer narrative:
A visual examination of the returned device found that the stent was pulled distally, which resulted in the stent bunching approx 2 mm proximal to the distal edge of the stent. The distal end of the stent was positioned distal to the distal markerband. The proximal edge of the stent was approx 6 mm distal to the distal edge of the proximal markerband. The balloon did not appear to have been subjected to any positive pressures. The mfg batch record review confirmed that the device met all material, assembly, and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical /procedural factors. (B)(4).